Event description:
Additional information was received that an additional reason for explant was due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was beeping, and upon interrogation had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was explanted. No additional adverse patient effects were reported.